Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The patient experienced no stimulation sensation and a shocking/jolting sensation. These symptoms occurred following implant and position change. Movement caused stimulation changes. The left side lead quit working. It has been happening for a while and has it up as high as the patient can go but does not feel stimulation. From the beginning it never was exactly right and the settings have been played around with which helped a bit. Primarily the patient¿s headaches were on the right side and did not use the left side that much. Now the headaches have switched to the left side. The patient has not seen her health care provider (hcp) for about 2 years (long time) but has seen a company representative in the interim. The patient could not feel the stimulation at all but if she moved her back a certain way it shocks her really bad. The patient still has pain where the battery was as well, very tender, and she did not know if that was normal. The ins was located in her lower back. The patient goes up to 2.0v and she has 7 electrodes on the lead and ¿some of it¿. The patient has all 7 leads and has tried all of her programs. This one she up to 2.40v and did not feel it at all. Additional information has been requested.